Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a restart alert indicating a consecutive motor stall, following a prior insulin occlusion alert that was addressed with a supply change; a subsequent dry supply change and use of a new batch of supplies restored normal motor function, and the pump operated after reconnection to the body, with parent observation of clear and yellow discharge at prior infusion sites that was cited as a likely contributor to the occlusion and motor stall alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reported as unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with consecutive motor stalls and insulin occlusion, consistent with mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.